Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that during use, a smiths medical cadd legacy plus pump exhibited "no disposable pump won't run" alarm and was unable to be resolved. In addition, the reporter indicated that, pump was powered off with 25.6ml remaining in reservoir, cassette was removed and examined for air, non-found and cassette was reattached. The reporter indicated, when pump was powered on, it could not be restarted without alarming. No patient consequences were reported. No adverse effects were reported.